Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalised illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5084872 that a female patient of unknown age and race underwent unknown type breast surgery with a 375cc mentor smooth round moderate plus profile on one side and with unknown size unknown saline implant on the other side. The patient was then presented with generalised illness (skin issues, asthma problems, total hair loss, elevated ige levels in blood work, and overall poor health). As a result, the devices were explanted on (B)(6) 2017. This report is for the patient¿s known device.